Event description:
A fill tube tip broke off inside the mesh during a 2-level fusion case. The first mesh was placed and filled at l5-s1, and only a small amount of graft was expelled from the final tube. When the l4-l5 mesh was ready for filling, that partial tube was introduced first. When the dr began to expel bone in the mesh the tip broke. They removed the mesh, the tube and the tip, and the bone and placed a new mesh. Filling was completed without a problem and it was reported that the dr was very pleased with the outcome.